Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/29/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) /2016. No additional event or patient information is available. Data was provided. Review of the data log did not confirm the reported inaccuracy. A root cause could not be determined via data.